Manufacturer narrative:
Date of the event was approximated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's thing was zapping her one night so she turned it down and stated that the sensation was stronger while she was lying down. The patient later noticed that she was having a return of symptoms, so she tried to increase stimulation but was unable to. It was confirmed that the ins was not on and thought she might have accidently turned the ins off when she was trying to lower the amplitude previously. There were no further symptoms or complications reported or anticipated.